Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, xodus medical, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. During incoming inspection, the (B)(4) distributor rejected this 138029 device for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a voluntary distributor report on the basis of malfunction with potential for injury upon reoccurrence.